Event description:
While in the process of performing a procedure, the plasma blade connection would not fit into the machine properly. In addition, upon removal of the amplatz wire from the packaging, it was noted that the wire appeared to be partially intact.